Manufacturer narrative:
The lead was surgically abandoned (capped); a new lead was implanted and no adverse patient effects reported. It will not be returned for analysis, as a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this right atrial (ra) lead had chronically high thresholds (2.5v at 0.5). The lead was surgically abandoned (capped) and a new lead was implanted. No adverse patients effects were reported. The lead was actively implanted for approximately 16 years, 2 months.